Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent, abdominal pain and patient was "symptomatic." (Not further specified). The cause of the breach was reported to be "due to a combination of the patient's poor personal hygiene and due to the poor/dirty environment of the patient's home where peritoneal dialysis (pd) therapy is performed". The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) cefazolin, 1 gram (frequency not reported), and ceftazidime, 1 gram ip (frequency not reported) and vancomycin, ip (dose and frequency not reported) for two weeks. On an unreported date, the patient was retrained on pd therapy. At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.